Manufacturer narrative:
It was reported lint was found inside the patient during a coronary intervention procedure. According to the customer, the coronary guide wires had to be removed after crossing lesion and post balloon angioplasty. It was reported no serious injury or follow-up care related to the patient incident. No additional information was available related to the event. The sample was received for evaluation. It is recommended to use a separate dedicated container for flush solution. Due to the reported need for medical intervention and in an abundance of caution, this is a MDR reportable event. If additional information becomes available a supplemental MDR will be filed.

Event description:
It was reported lint was found inside the patient during a coronary intervention procedure.